Event description:
Bravo did not detach from the delivery device. Tried another one and same result. Tried another from a different lot and had no issues. Two remaining bravo capsules of same lot pulled from supply. Failures reported to medtronic. Pt: 4582. Device: 2547. Ref: mw5189937. Reports on bravo delivery device #1.